Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted staples were only protruding on one side of the device on the outermost and middle staple rows. The sled had not been advanced past the 6cm cut line, and staples between the 6cm and 3cm cut lines were still nestled within the pockets of the cartridge. Current controls are in place to prevent staple advancement. After the channel is installed the operator is instructed to check the cartridge face for advanced staples before placing it in the conveyor for the next station. After the channel is installed, the only way to advance the staples is by advancing the sled. This would cause the most proximal staples to advance with staple protrusion descending toward the distal end. In this case the sled was not advanced, and the staples were advanced between the 1cm and 3cm cut lines - but not between the 0cm-1cm cut lines. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. A cross functional team has reviewed the risk and rate of occurrence for this failure and has determined that no corrective actions are warranted at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a revision sleeve gastrectomy, before they fire the device to the stomach, the surgeon noticed that staples had already deployed along the middle of the staple line. There were staples protruding from the 3cm cut line up to the 1cm cut line. The staples were only protruding on one side of the device on the outermost and middle staple lines. The sled had not been advanced past the 6cm cut line, and staples between the 6cm and 3cm cut lines were still nestled within the pockets of the cartridge. They removed the reload and replace it with another device. No patient injury.